Event description:
A customer contacted baxter technical service center regarding split tubing that was discovered on the cassette during set up. The pt (hp) was contacted in 2008, and stated that there were 2 cassettes that had split tubing and leaked fluid. The problem was identified during set up. The hp did not notice any damage to the outer case and stated the cassette packaging was intact. The hp does not have any pets that would have access to the supplies. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line. This complaint was reviewed and approved for closure.

Manufacturer narrative:
The problem cassettes were discarded and are not available for evaluation.